Event description:
A company representative, on behalf of a user facility, reported to olympus that during an unknown procedure using the single use distal cover and duodenovideoscope, the distal end cover fell off the scope and into the patient's airway/lung. The issue occurred at the end of the procedure when the scope was withdrawn from the patient. The surgeon was able to remove the distal end cover as a whole from the patient and the case was completed. There were no reports of patient or user harm associated with this event. Patient identifier (B)(6) is for the single use distal cover. Patient identifier (B)(6) is for the evis exera iii duodenovideoscope.